Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was out of calibration. As indicated as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen was out of calibration. The device was returned to the biomed dept for a report of touchscreen calibration issues. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen was out of calibration. No additional info was provided.